Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to an infection. Additional information from the field representative indicated that the explanted products will not be returned per hospital policy. There were no additional adverse patient effects reported. The lv lead was explanted.